Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported rainbow lines intermittently covered the screen during colonoscopy procedure while the patient was under sedation, and device was inside the patient involving an olympus colonovideoscope. The procedure was completed with the same device. There was no patient injury reported.